Event description:
Pt went to surgery for the insertion of a cv catheter on 12/31/96 at 11:30 a.m. Catheter was placed as a right subclavian line. On 1/1/97 at 11:30 a.m., edema noted to the right chest wall. At 2:30 p.m. The central line dressing was noted to be saturated. On 1/2/97 at 7:30 a.m. The catheter was found to be leaking from both ports. The tpn discontinued per physician and changed to proximal. At 8:00 a.m. This port was noted to be leaking. Physician notified, fluids stopped. At 10:00 a.m. Pt returned to surgery, due to a leaking catheter and a port was implanted in the right subclavian. Pt discharged from the hosp on 1/7/97. Intraoperative venogram performed during surgery of 1/2/97 revealed a leak at the catheter entrance site was suspected. Contrast material is noted about the insertion site of the catheter and may be secondary to fibrin deposition on the distal portion of the catheter with backflow phenomenon.